Manufacturer narrative:
The tech found that the CPR/trend valve was stuck and not opening. He replaced the CPR/trend valve and the bed functioned properly.

Event description:
Info received indicates when the emergency trendelenburg was activated; the bed would not go into trendelenburg. The siderail controls are operating properly.